Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received a blank display and failed battery alarm. The blood glucose level was 100 mg/dl. Customer stated that screen was not display after inserting new battery. The product will return for the analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing.